Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 35ol instrument tip was missing after surgery (seems it fell in pt). The hosp requested the material info of the tip and any method to identify the tip in the pt. The device was discarded.